Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. During the procedure, lost image has occurred and the air was not fully removed from the catheter when flushing during preparation. The procedure was completed with another of the same device. There was no patient complications reported.